Event description:
It was reported that a malfunction alarm occurred after customer dropped the pump. The customer reverted to an alternate method of insulin therapy. Customer¿s blood glucose level was 175 mg/dl.